Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet insulin pump sustained a cracked screen after the user placed the device on a charger and it fell from a table, while the device continued to function and deliver insulin. Symptoms included no reported adverse clinical effects. Outcomes included no change in therapy, no medical intervention, and no hospitalization. Investigation included collection of event details and device history review, along with arrangements for device replacement and return of the original unit. Investigation of this device revealed physical damage to the display assembly consistent with accidental impact, with no evidence of dosing malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user handling leading to mechanical damage unrelated to device performance.